Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery for foot malleolus fractures with the drill bit for va locking hand 1.5 mm screws. During the surgery, one (1) drill bit broke while the surgeon was drilling it at a distal part of fibula. The broken part of the drill bit remains in the patient¿s body. Another drill bit broke on the operating table when the surgeon happened to put the colibri-connected drill guide onto the drill bit. The surgery was completed with a less-than thirty (30) minute delay. Concomitant device reported: plate foot (part number unknown, lot unknown, quantity 1), drill guide (part number unknown, lot unknown, quantity 1). This report involves one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 2 for (B)(4).